Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. Boston scientific makes every effort to identify the root cause for all events; however, in this case, the specific cause of the device entering safety mode could not be identified during laboratory analysis. Based on all available evidence, it is most likely that this device was impacted by high impedance within the battery. Boston scientific has issued a worldwide product advisory communication in june 2021 and november 2023 regarding dual chamber ingenio? Extended life (el) pacemakers (including advantio) and cardiac resynchronization therapy pacemakers (crt-ps) that may initiate safety mode later in device life (i.e., prior to reaching the explant battery indicator) when the device's battery exhibits high internal impedance. This device is included within this advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
This device was received at boston scientific without any field allegations.